Manufacturer narrative:
The device was manufactured 01/26/2017 - 01/27/2017. The customer returned three (3) unopened samples from lot r17a26020 for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The three packages were noted to be ¿breathing¿ during functional testing. The packaging for this product is a porous material that is designed to allow air to penetrate the material without compromising the sterile barrier or the product integrity. The packaging of all three samples was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a y-type tur irrigation set was received by the customer with damage noted to the packaging. The packaging appears flat and only partially filled with air/gas. If the packaging is pressed, air appears to escape and then will refill the packaging. There was no patient involvement. No additional information is available.